Manufacturer narrative:
Note that the h.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep states that the pt was seen again in the hcp office by their physician. Pt agreed that her perception of the battery heating and not allowing manufacturer or the physician to connect to the battery were unrelated. Since this incident, they have contacted another rep and has stated that they were able to connect to their battery, charge it and use it appropriately. During their follow up appointment with their physician, the pt described their heating sensations, in an unrelated manner to the stimulator battery. The issue stated has been resolved- it was a misinterpretation of heating of the battery. Rep confirmed pt weight and confirmed the info has been confirmed with the pt¿s physician.

Event description:
Additional information was received from a healthcare provider (hcp) on 2023-02-17. The hcp was from the MRI center where the MRI was being done. The hcp reviewed that a lumbar MRI was done on a 1.5t machine and they used a built-in, receive-only coil for lumbar scan (transmitting from main body coil). They were using normal operating mode and 2 w/kg for sar level. The pt first reported heating at ins site during "scout" scan. An MRI tech went in and checked on the pt and felt no heating at the ins pocket. They then started the 6 scans at 8am that lasted about a few minutes each. The last sequence started at 8:33am with ending time unknown. The pt was checked on at the end of each scan sequence and pt said they were doing fine. Hcp indicated they stayed within the 30 minutes of scanning time that were in the guidelines. Hcp understood from the MRI tech that after the pt reported heating and the sar level was measuring at 2.2 w/kg, that MRI tech changed to b1+rms but the hcp didn't know what level b1+rms were at.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The manufacturer representative (rep) met with patient as follow up for discussion regarding heating of ins following MRI.  Patient had a lumbar scan. At today's visit the patient controller was used and had to disconnect because the ins warmed to an uncomfortable level. They tried the clinician programmer and communicator was near but not on the patient and before the connection could be completed the caller had to stop as the patient reported heating and pain at the ins. Patient reported they used MRI mode on their controller and several people saw the screen. Patient doesn't remember specifically what was on the screen. Patient reported that while in the scanner their ins was hot and they told the MRI tech. Patient reported the MRI tech told that was to be expected and did not stop the scan. The scan was completed. After a couple tries the patient was able to take the ins out of MRI mode. The ins was hot for about 5 hours following the scan. The ins was reported at 40% full prior to the scan. The patient tried to charge the ins as it said that it needed to be charged and both times it was hot and painful so the patient stopped. The rep and patient talked and they reset the controller and tried to charge ¿ unable to connect to ins. Normal charging is every 4-7 days for the patient. Rep noted when they looked at the skin around the ins it appears normal to them. It was reported that the scan was less than 30 minutes, low sars and nothing remarkable in the scan. They were not aware of any issues during the scan, reported the patient did not complain of heating of the ins or smoking of the headset during the scan. The center had started a report based on the patient's allegations. Rep will speak with the healthcare provider (hcp). Technical services (tss) reviewed at this point we may need to wait to talk with engineering if there is anything to gain from the controller, possible removal of the system if the patient is unable to have the tablet or controller attempt communication. Reviewed if the system is removed all product should be returned to the manufacturer for analysis. Rep will work with hcp for next steps unless she hears from the manufacturer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2023-04-11. The rep clarified that the the patient stated the ins did heat up. After the ins battery had been depleted, as well as having the physician communicator and physician tablet off, the patient stated she could feel the same sensation. The physician told them that neither they, nor medtronic, did anything to the battery at all (the tablet was off, batteries were out of the communicator and the ins was dead), the patient then agreed that it must not have been her ins. The pt was further willing to charge it and turn it back on for normal use. The patient stated it did happen, but it cannot be confirmed whether it did or didn¿t. It has not done it since and the patient has since agreed that the battery has not heated up since. The situation has been resolved, but cannot be confirmed if it did happen. Multiple field employees and the physician did not believe this was a different device, therapy or procedural issue. As of (B)(6) 2023, the pt was using therapy and was able to recharge their ins without any discomfort.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep called to follow up on this case. Rep reported patient had two mris completed on (B)(6) (unrelated to the neurostimulator, as checking for possible stroke), and both were completed without complaints or issues regarding the ins. Rep reports that prior to the replacement, patient's physician had them meet with the rep to try interrogating the ins, and a placebo where the clinician programmer communicator did not have batteries in it. Patient reported they still felt the heating with the placebo trial. Physician then wanted the patient to meet with the rep to try to charge the ins while present, however patient did not want to meet. The device was replaced due to their ins heating up when charging, when connecting the controller, and when the rep would interrogate the ins. Rep reports that during the replacement, the patient had scar tissue that was darker in color around the superficial part of the ins in the pocket. Rep reported they have pictures and will add these to the case. No concerning impedances were reported at replacement. The device will be returned for analysis.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.